Manufacturer narrative:
Weight-race: unk. PMA/510k: this product is not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -10.5/1.5/96 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022 as an exchange lens to correct low vault. Low vault is still being observed. The lens remains implanted. "The doctor consider close follow up of this patient and do not consider changing lens for the time being." Cause reported as unknown. See MFR# 2023826-2022-01022 for initial lens.

Manufacturer narrative:
B5 - the reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -10.5/1.5/96 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Low vault was observed. On (B)(6) 2022, lens was exchanged for a longer length lens and the problem was resolved. Cause is reported as unknown. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found haptic torn/deformed. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).